Manufacturer narrative:
(B)(4).

Event description:
Procedure type: robotic whipple. According to the reporter: the device was fired and the surgeon was unable to retract; the scrub pulled the return knobs back a little bit. They were able to move the device back half way and noted the device was locked on tissue. The robotic arm vessel sealer was used to work off the stapler with unanticipated tissue loss. There was intraoperative bleeding and the surgeon scrubbed in, with conversion to an open procedure. The surgeon clamped the vessel and stitched it. It was estimated the patient lost 2 liters of blood or more, 10 units of blood was ordered, and the patient was transfused with platelets and cell saver. There was extension of the incision by more than one inch, surgical time was delayed more than 30 minutes and no buttress material used. The patient is recovering.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) concurrently with engineering led an evaluation of one endo gia¿ ultra universal xl stapler and one endo gia¿ 60mm articulating medium/thick reload both opened by the customer. Visual examination noted that the instrument was received engaged with the reload. The instrument was fully articulated to the left and the retract knobs were retracted to the 45 mark. The reload was fully fired with the jaws clamped and the knife retracted to the 3cm cut line. The articulation lever was set to neutral position, the retract knobs were retracted and the reload jaws opened. Engineering evaluation noted damage to the instrument release link along with damage to the reload adaptor lug and lock ring. Damage to the release link, lock ring, and adapter lug is consistent with what is known can occur when attempting to remove the reload prior to fully retracting the retract knob of the instrument. The information booklet which accompanies each product shipment offers the following: to unload a reload from the stapler, the articulating lever must be in the neutral position. Ensure that the jaws of the reload are open by pulling the black return knob back completely. Pull the light blue unload button (located on the underside of the shaft near the loop handle) back towards the instrument, twist the reload counterclockwise 45° and remove the reload from the shaft of the instrument. Engineering evaluation of the cartridge noted that the staple pushers were sub flush with the cartridge surface. Formed staples were also observed on the anvil surface. The reload was disassembled for evaluation of internal components. This examination noted significant vane deformation on the cartridge sled indicating that the device was applied to tissue thickness beyond the indicated range for use. Functionally, the instrument was loaded with pmv representative straight and roticulator¿ loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. The reload was loaded into a representative pmv instrument for functional testing. The reload cycled without resetting the interlock, and some difficulty was encountered when the reload was retracted. Further engineering evaluation also noted slight damage to the knife bar laminates within the reload. This damage has been attributed to a laminate assembled outside of the adaptor knife slot during the manufacturing process. One of the four knife bar laminates was not located properly in the adapter knife slot and during the clamp up and firing cycle, the out of position laminate was folded over which contributed to in an increase in retraction force. This condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the laminate condition contributes to the difficulty opening the jaws after firing. The damage to the laminate was considered to be a secondary condition and has been addressed. Replication of the sub-flush pushers and sled vane deformation conditions may occur under the following; application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution." Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. (B)(4).